Event description:
It was reported by the clinician that over the past few weeks they have seen several stopcocks cracked while administering lipids with propofol in the pediatric intensive care unit. In all of these instances, this was noticed immediately and were exchanged with no loss of blood to the pts. There have been no pt complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.